Event description:
Reporter alleged family member being admitted to the hosp due to the blood glucose monitoring device results which were not consistent with how they were feeling. Reporter stated over the past two weeks glucose results had been rising up to 170 mg/dl and normal results for pt are in the 100s mg/dl. Reporter stated glucose was 121 mg/dl however they felt groggy. Reporter took family member to the doctor and their device result was 197 mg/dl while the doctor's reading was 35 mg/dl. Reporter stated doctor admitted family member to the hosp and was unclear what type of treatment they received. Reporter indicated family member's glucose was fluctuating while hospitalized and at one point receiving insulin for high glucose results. Reporter stated medications were changed while in the hosp and family member was released. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.